Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported that insulin pump produced a low blood glucose reading and went into threshold suspend. Customer's blood glucose reading was 192 mg/dl. Nothing further reported.